Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels between 223-453 for the past few weeks. The customer delivered pump boluses and used insulin pens to address bg levels. Reportedly, the customer's health care provider believes insulin degradation is contributing to their elevated bg levels. Recommendation was made to continue to consult with a health care provider to discuss diabetes management.